Event description:
It was reported that the emboshield nav6 device was prepared per the instructions for use and the filter was loaded successfully. When the nav6 was moved to the table, the filter became exposed and there appeared to be a cut in the end of the catheter. The device was not used and a new nav6 was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The tear in the delivery catheter was able to be confirmed; however the premature deployment was unable to be replicated in a testing environment. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.